Event description:
The customer reported that they had blank images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The service engineer replaced the a/d pc board and the led pc board. He also replaced the side covers, screws, shock sensors, spacers and the handle. He performed the calibration and self tests, and all functions met specifications. (B)(4).